Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit. We are also unable to confirm the damaged/bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER). Patient's mother reported the cannula "was bent and broke so the insulin drips out". Despite good faith attempts to obtain additional details, no information regarding blood glucose levels or medical treatment were provided.